Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advance stage parkinson's disease. According to the complainant, on (B)(6), 2011 the patient had an x-ray because there was an occlusion in the j-tube. The x-ray showed the j-tube was in the ventricle. The patient received a new 80cm two port through the peg jejunal feeding tube (j-tube) on (B)(6), 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.